Event description:
The customer contact reported an operator error in programming the device which resulted in the intubated pt receiving more medication than intended. The pump was programmed to deliver an unspecified concentration of diprivan and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the pump alarmed and at this time the nurse noted that the pt had reportedly received more medication than intended. No specific event details were provided. The customer contact indicated that the pump was reportedly programmed with an incorrect drug concentration. The pt was transferred to the intensive care unit. No medical interventions were required. There were no reported adverse pt sequelae. During testing at the user facility, the device passed testing. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The pump history was printed at the user facility. A review of the pump history shows that in 2007 at 1806, the pump was programmed in the dose calculation mode, with a drug concentration of 10mg, diluent 50ml, weight 118kg, with a dose 20mcg/kg/min, with a vtbi of 50ml, and a rate of 708 ml/hr, for a duration of 4 minutes and the delivery was started. At 1809, the pump alarmed for proximal air a, backprime. At 1811 and at 1815, the pump alarmed infuser idle 2 minutes. At 1816, the pump was powered off. At 1840, the pump was powered on and at 1842, the delivery was restarted using the previous programming. Within the same minute, the delivery was stopped and the pump was powered off. Review of the pump history indicates that the pump delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.